Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a crossover stenting procedure in the right sfa, the vascular stent could not be deployed any further after being partially released 3 mm. The delivery system was removed without issue and the procedure was successfully completed by using another stent. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the breakage of a force transmitting component when the stent was being partially released but not flowered. The grip was found to be fully functioning. The condition of the returned device indicates the presence of high release force when the fracture of the force transmitting component occurred. Increased friction is considered the reason for the increased release force and subsequent fracture of the component. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."